Manufacturer narrative:
(B)(4).

Event description:
The device was in a power-on-reset condition and displayed a call your doctor icon. It was possible to clear the condition with the patient programmer. No other issues were reported.